Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Event description:
Patient called stryker and left a voicemail stating they had a primary hip replacement with stryker components in (B)(6) of 2012. Patient is experiencing squeaking, grinding and popping.

Manufacturer narrative:
An event regarding grinding, popping and squeaking involving a trident alumina insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: the alleged squeaking, grinding and popping noted in the event description is not confirmed to involve the right hip, but if that is the case the symptoms may relate to the single film suggesting excessive anteversion of the right acetabular component, which could encourage subluxation. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the reported event could not be determined because insufficient information was provided. However, the medical review noted that the squeaking, grinding and popping could be related to the excessive anteversion of the right acetabular component. It has been proven that squeaking associated with ceramic on ceramic implants can be caused by a malpositioned shell. No further investigation for this event is possible at this time as no devices and/or insufficient information was received. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient called stryker and left a voicemail stating they had a primary hip replacement with stryker components in (B)(6) 2012. Patient is experiencing squeaking, grinding and popping.